Event description:
It was reported a possible transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed under conscious sedation using intracardiac echocardiogram (ice) imaging. The activated clotting time (act) remained therapeutic during the procedure. A watchman fxd double curve access system (was) was inserted and a 24mm watchman flx pro closure device was implanted. It was noted that during the procedure the physician submerged the was under water during exchanges to avoid air embolisms. During the evening of the post index procedure, the patient was unable to speak and was admitted to advanced care to rule out stroke due to symptoms. A magnetic resonance imaging (MRI) scan was performed and was ruled negative for acute lesions, so no stroke diagnosis was obtained. Symptoms resolved the next day. The patient is expected to fully recover and was discharged.